Event description:
Event description boston scientific crm received information that this transvenous defibrillation lead dislodged approximately one month post implant. To date, there have been no patient symptoms or therapy delivery issues associated with this clinical observation. The physician elected to explant and replace this lead with a longer defibrillation lead.